Event description:
It was reported that the patient had multiple speed drops on interrogation. The patient was stable. The patient's log files were reviewed by technical services and the log showed 17 low speed advisories on (B)(6) 2021. This appeared to be a potential issue with the percutaneous lead. Additionally, the log noted no external power events on (B)(6) 2021. This was caused by power to the mobile power unit being interrupted. There was also a no external power event on (B)(6) 2021 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. X-rays of the driveline showed potential areas of concern and the patient had a distal end driveline repair on (B)(6) 2021. During the repair 7 inches of internal driveline (velour coated) was pulled out and exposed. The driveline was spliced approximately 1 inch beyond this point. Related manufacturer reference number: 2916596-2021-02208.

Manufacturer narrative:
Section d4: serial number requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 26 days (20mar2021 ¿ 15apr2021 per time stamp). No external power alarms while the mpu was in use were observed on 22mar2021 at 7:11 and on 08apr2021 at 4:16. These alarms appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The pump maintained speeds above the low speed limit during these events, and the alarms resolved when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the alarms and the mpu were asked multiple times and no responses were received. The root cause of the observed losses of ac power was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, section 2 ¿how your heart pump works¿ instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.